Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised due to instability. Patient was revised from a series ii insert and 28 +10 head to a constrained insert and 28mm biolox head with c-taper sleeve.